Event description:
A discrepancy in the insulin gauge display was reported by the caller, with the pump displaying a different amount than expected on a previous day. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to reach out for further troubleshooting if the issue occurs again, and the caller acknowledged this advice.